Manufacturer narrative:
A getinge fse troubleshot and found the problem to be the helium reservoir assembly. Will return with parts to replace. Returned with hel. Reservoir assembly, removed and replaced part and assembled, but noticed the pressure hose to slightly kinked. Upon further inspection he found the console cover to damaged on the handle part of it and causing this to press against the pressure hose and the helium reservoir assembly. I will be replacing the pressure hose, and console cover. Will return with parts to replaced. He returned with parts, replaced the pressure and vacuum hose, replaced the console cover and rear handle of the unit. He performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had auto failure.